Event description:
It was reported that pump displayed blue screen even after restart and display issue affected ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.